Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited high out of range high voltage lead impedance. It was noted that the patient had a previous incidence of high impedance. However, it was not reproducible in clinic and the lead seemed normal which was confirmed by x ray. Threshold was also noted to be slightly high but stable. No further information was reported.